Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 422 mg/dl at the time of the incident. The customer was at 398 mg/dl at the time of the call. The customer used the pump and manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as being thirsty. The customer was wearing the insulin pump during the incident. The customer was getting insulin flow blocked alarms. Troubleshooting was not completed. The customer was now inserting infusion sets on her arm as heir abdomen was getting lumps that would last 2 weeks, and they were having highs. The customer had a recent high on (B)(6) 2018. The customer stated that sometimes their blood glucose would be 20 to 600 mg/dl as they were a brittle diabetic. The customer had half a sandwich and went up to 592 mg/dl and the customer was hospitalized due to diabetic ketoacidosis. The customer would lose consciousness when they went as low as 20 mg/dl and their spouse treated them with glucagon shots. The insulin pump will be returned for analysis.